Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots. The pump powered on with the retuned battery cap. The battery cap was able to fully tighten and measures were within specification. The battery compartment was found to be intact. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An ¿intermittent power¿ event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. (B)(4).